Manufacturer narrative:
Additional information: on 10/9/2019, the mentor failure analysis lab received the device for evaluation. On 10/30/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it was observed a crease in posterior view, additionally a tear within the crease was noted, measuring approximately 0.1 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced rupture on the right side post-operatively. As a result, the patient underwent device removal and replacement with 275cc mentor memorygel breast implants, catalog number 3507275mc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019.